Event description:
Customer reports to have problems priming insulin pump. Customer states when attempting to prime, there are no numbers on display screen and insulin comes out. Customer's blood glucose was 420 mg/dl, which could not be treated due to insulin pump issues. Troubleshooting was unsuccessful; customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.